Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per (B)(6), he stated that the bolts the are for the casters and legs stick up to much and can not be put back down in place.